Event description:
It was initially reported in clinic notes received, that the patient was having seizures, but it was unclear if this was an increase above her pre-vns baseline levels. In notes dated 2009, it was said that since the patient's evaluation three months prior, possibly one episode of sudden loss of consciousness occurred, which was thought to be a probable seizure. In notes dated five months later, the patient went to the ER for evaluation, because of possible recurrent seizures as witnessed by her husband approximately four weeks prior. Records of the ER visit were not available for review for the treating neurologist. The patient was discharged home without change in anticonvulsant regimen. During the appointment, the patient did not wish to consider adjustments in her vagal nerve stimulator parameters or keppra. Follow up discussion with the site indicated that an appointment, dated two weeks after event, the patient had several seizures prior to that appointment, believed to be in early the same month, and she had to go to the hospital. There was no believed device malfunction of the vns therapy, as the device was said to be checked at every patient appointment. The patient's pre-vns seizure level was not able to be provided by the nurse for the treating neurologist, as it was unknown. The patient was then referred ten months later, for generator replacement. It is unclear if it was believed by the treating neurologist that the battery was approaching an end of service condition, or if the replacement was prophylactic due to the patient having been implanted for approximately 5 years. The pulse generator was explanted and returned to the manufacturer for analysis. The device was determined to not be at an end of service condition. There were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications.